Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the isi clinical sales executive: the jaws were not stuck on tissue when the issue occurred and there was no adverse effect to the grasped tissue. No unexpected tissue was removed and there was no bleeding due to the unclamping issue. The staple reload color was green. As soon as the stapler was introduced with the reload, the stapler did not open, and a message kept popping up to remove the stapler. The stapler was not used itself and another stapler was taken. The stapler with the issue never became active (never fired). Isi did receive a da vinci product to perform failure analysis. The sureform 45 stapler was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument was fully functional. There was no problem detected. Additional observation(s) not reported by site: the instrument was found to fail during initialization based on log review. The instrument was found to have an initialization failure based on log review, preventing the stapler from entering into following. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument passed the initialization test on 3 of 3 attempts. The instrument was found to have failed the engagement test based on log review. The instrument was installed on an in-house system and passed mechanical engagement sequence. Review of engagement log review of customer system confirms one engagement failure. Log review could not confirm any instrument specific failures. Isi also received the sureform 45 stapler green reload to perform failure analysis. The reload was returned to isi for evaluation attached to the sureform 45 stapler. There was no damage to the reload. This was a complaint that does not affect the functionality of the reload. There are no device related failures. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler did not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 45 stapler, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. System/log review was performed. Per the review, the following was confirmed: the instrument was last used on (B)(6) 2024 on system (B)(6) during a low anterior resection. A review of the device logs for the sureform 45 stapler (part#: 480445-04 / lot/serial#: (B)(6) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler was last used on (B)(6) 2024 via system serial#: (B)(6). There were 12 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure.